Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, there was contamination on the battery board and there was a bga failure at the u104 (pxa) and u1003 (pld) components. The cause of the resets is the contamination and bga failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positively identified. The root cause of the resets cannot be distinguished between the contamination and bga failure. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was resetting.